Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Based on the anatomical location and the implant op details provided, it appears the patient's problems experienced were due to the non-bard davol mesh implanted. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2004 - the patient was diagnosed with prolapsed stress urinary incontinence, cystocele, rectocele, enterocele and uterine prolapse. The patient underwent a vaginal hysterectomy, anterior compartment repair, posterior repair with implant of a davol flat mesh, enterocele repair, vault suspension and implant of two non-bard davol vaginal slings. On (B)(6) 2009 - the patient was diagnosed with right groin foreign body, secondary to prosthetic material (non-bard davol) from previous bladder surgery with a resulting right inguinal hernia and underwent a partial excision of the non-bard davol mesh.